Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a shunt angioplasty, the fox plus balloon ruptured at 8 atmospheres during the first inflation. The balloon was removed from the anatomy without any reported difficulty. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.